Event description:
While the device was ventilating a patient, the device posted an error code in the display and powered off. The patient was manually ventilated with an alternate device until being placed on another ventilator. No patient injury reported.